Manufacturer narrative:
(B)(4).the device was serviced on-site by a field service technician. An alarm log review, service history review, functional testing, and visual inspection were performed. Visual inspection and the review of the alarm log revealed an f-49 (malfunction in real time clock: abnormal rtc data) alarm. The reported condition was verified. The cause of the f-49 alarm was determined to be a depleted main battery. To correct the condition, the main battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump was locked. The event occurred before use. There was no patient involvement. No additional information is available.